Event description:
It was reported there were leaking issues with cadd extension sets. The leakage appeared to have come from the blue luer connection part where the extension set was attached to the cassette. The event occurred while in use with a patient at the patient's home, and the operator of the device was a health professional. No patient harm was reported.

Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint that device was leaking. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.